Event description:
Patient reported pain and possible delay in receiving medication approximately 7 days after catheter placement. Potential occlusion as it was difficult to push fluids through catheter. Catheter removed and replaced with another catheter. Small pinhole leak found in removed catheter.

Manufacturer narrative:
During investigation with actual returned device, a small kink was noted at the 3 cm marking. A small pinhole leak was noted at the 3 cm marking. No definitive root cause could be determined from the lot tracing and internal investigation. There were zero non-conformances identified during manufacturing.